Manufacturer narrative:
E. Initial reporter event site name (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) malfunctioned. Unit is leaking. There was no patient harm reported. Patient involvement unknown. Nurse operated the device at the time of the event. Fse observed in the fault logs ¿leak in iab circuit¿ alarms. Fse performed all pneumatic leak test and failed 3rd stage of safety disk leak test. Isolated leak to iab fill port on crm, secured and retested safety disk leak test, passed to specifications. Repair was completed successfully. Product passed all functional and safety tests per manufacturer specifications. Unit was returned to customer.